Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a preventative maintenance (pm) was performed on in june 2017 and there were no anomalies noted with the spectra optia machine. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Rdf analysis indicated that the final fluid balance of the patient was 99%. Using the patient's total blood volume (tbv) of 5018ml and the reported 300ml loss of blood, the fluid balance was calculated at 94%.root cause: a definitive root cause could not be determined. Possible causes of leaks in the centrifuge include but are not limited to: not locking the lower loop collar in the filler latch, the channel not being flush with the top of the channel groove, and improper loading of the upper and lower bearings in the bearing holders, or a manufacturing error.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf confirmed the occurrence of the ¿leak was detected in centrifuge¿ alarm approximately 45 minutes into the run. The operator did not attempt to continue through the alarm and ended the procedure shortly after. The most common causes of leaks in the centrifuge include not locking the lower loop collar in the filler latch, the channel not being flush with the top of the channel groove, and improper loading of the upper and lower bearings in the bearing holders. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a spectra optia exchange procedure, they received multiple alarms and experienced 300 ml of blood loss. It is unknown at this time if medical intervention was required for this event. Patient information and outcome are not available at this time. The spectra optia exchange set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.